Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument could not be opened. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. The failure analysis investigations and in-house testing of the returned device revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.